Manufacturer narrative:
Additional information: electrical testing did not find any indication of conductor fractures or internal shorts. Analysis found an external insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart on the distal portion of the lead.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-00952; manufacturer report number: 2017865-2020-00953; manufacturer report number: 2017865-2020-00954. New information received noted that the previously scheduled revision procedure was cancelled. The patient presented with an infection on (B)(6) 2020. The cause of the infection was not known. Also, the right atrial lead had eroded through the skin on the patient¿s chest. The pacemaker, right atrial lead, right ventricular lead, and previously capped right ventricular lead were explanted. The patient was stable post procedure.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket erosion of the atrial lead loop. Upon review, only the right atrial lead was exposed. Patient was scheduled for a lead revision procedure. The patient was stable.